Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The serial number for the device was provided. The device history records are currently under review. The return of the device is pending. The investigation is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a prostate biopsy the device allegedly self activated after being primed completely. It was further reported that the device also self activated intermittently. The procedure was completed with the same device. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records were reviewed and there was nothing found to indicate there was a manufacturing related cause for this event. Visual inspection: the device was returned to the manufacturing site ((B)(4)) for service and repair. There were no visual anomalies noted on the returned driver. Functional/performance evaluation: it was found that the device would not prime. Upon further examination it was noted that deterioration had deformed the cocking slide and sleds, preventing the device from priming. Additionally it was noted that the indicator cover was damaged. It is likely that the deterioration of the cocking slide and sleds contributed to the priming issues; however, based on the available information, the definitive root cause for the reported event could not be determined. The device was repaired, cleaned, lubricated, tested, and returned to the customer. Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: images/photos were not provided; therefore, a review could not be performed. Conclusion: the investigation was confirmed for failure to prime, as the device failed to prime during functional testing. However; the investigation was inconclusive for self-activation, as functional testing could not be completed due to the priming issues. Labeling review: the current IFU (instructions for use) states: precautions: never test the instrument while the needle is installed in the instrument. This could result in needle damage and/or patient/user injury. Inspect the instrument for signs of deterioration or damage (cracking, blistering, separation of coating, pitting). Do not use if deterioration or damage is observed. Directions for use: magnum biopsy instrument preparation: energize (cock) the instrument by pulling back with full pressure on the white cocking slide twice until both sleds are fully engaged. Notice the status indicator is now red. Test the instrument by first moving the safety lever from "s" (safe) to "f" (fire, ready) then depress the trigger button to actuate the instrument. Warning: when the safety lever is in the "f" position, the instrument is ready to fire. Care should be taken not to inadvertently depress the trigger and fire the device. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a prostate biopsy the device allegedly self activated after being primed completely. It was further reported that the device also self activated intermittently. The procedure was completed with the same device. There was no reported patient injury.